Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical pump error. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. The customer stated that the pump alarmed and the word medtronic appeared on the screen and the pump was completely unresponsive. The customer reported a red cross with a book question mark on it. The customer stated that critical pump error displayed on the screen. The product was returned for analysis.